Manufacturer narrative:
No analysis has been completed at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used for a functional endoscopic sinus surgery (fess). It was reported that that during navigation, the system went unresponsive. And they had to hard reboot the system. After the reboot the system was able to be used. There was no reported harm to the patient present, and there was a delay of less than one hour.